Manufacturer narrative:
(B)(4). The reported condition was confirmed during service. The assignable cause was depleted main batteries. The main batteries have been replaced to fix the reported problem. A service history review was performed revealing this pump has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found to have experienced battery depleted alarm set, interrupting delivery. There was no patient involvement. No additional information is available. The user interface module master software version is 6.63.92, categorized as remediated.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes available.